Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. The lens remains implanted (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 22.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. Post-operatively, the patient was not sure if a lens was really implanted or not because she was not put to sleep, the doctor was talking to her during the surgery, and the procedure was short. The patient also complained of her vision being blurry with color issues. At a follow up visit with the doctor, these issues were brought up and the patient was told by the doctor that a ''film'' on the lens is what was causing the blurriness. Therefore, the doctor tried performing a yttrium-aluminum garnet (yag) procedure, but it did not help, as the patient returned to visit the doctor with no improvement. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.